Event description:
Reportedly, an error occurred on the tablet during the interrogation of a device : tablet needed to be shut down before restart.

Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported behavior, as one crash of the programmer software modules were observed on (B)(6)2024, during printing. - the observed issues most probably resulted from an incorrect management of the printing feature by the programmer module. - it should be noted that normal functioning was restored at the next interrogation. Please refer to the attached report.